Event description:
It was reported that during the procedure in a pre-dilated unspecified vessel and before expansion of the stent, negative pressure was applied to a promus rx 3.0x12mm stent delivery system to aspirate air during preparation of the device while inside the patient anatomy. Blood was noted in the indeflator and it was felt that the balloon had ruptured or it had a pinhole. There was no resistance noted on advancement or retraction. The balloon was completely and easily removed from the anatomy. The procedure was reported to have been completed using an unspecified device. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. (B)(4) - incorrect prep. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.